Event description:
It was reported that knee was infected, revision made.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown insert. Other devices listed in this report: unknown femur plate scorpio size unknown tibial baseplate at this time, it cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation.